Manufacturer narrative:
(B)(4). The device was not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve malposition requiring intervention is a potential adverse event associated with the use of transcatheter heart valves. Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explantation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product deficiency/malfunction contributed to this adverse event. Investigation results suggest/indicate the initial CT measurement was underestimated because of the double valve implant, resulting in the mitral valve impinging on the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient received 2 valves, a 23mm sapien 3 valve in the native aortic position (via trans-femoral approach) and a 26mm sapien 3 valve in the native mitral position (via trans-septal approach). Post valve implant, the patient's lvot gradient was 18mm and the patient became hyperdynamic. The patient had an emergent coiling of the septum performed for possible lvot obstruction. The patient required increased amounts of pressers post procedure. The mitral valve was impinging on the lvot. The initial CT measurement was underestimated because of the double valve implant. Both valves landed as intended in 80:20 aortic/ventricular positions. The patient's native aortic valve measured 408mm2 and lvot measured 448mm2. There was no information available regarding the mitral valve.